Manufacturer narrative:
H.6. Investigation summary: bd has been provided with a sample for catalog 301500 lot 190322 to investigate for this record. Visual examination of the affected needle show a cannula totally detached from the hub with very few residues of epoxy on cannula not in hub. As a result, bd was able to verify the reported issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: during the cannula assembly process, the possible root causes may have been an inappropriate dosage or a epoxy nozzle adjustment or replacement. This is a very unusual circumstance because the needles are 100% inspected for presence of epoxy in the manufacturing process, rejecting any needle with absence or improper amount of adhesive. This camera system is challenged every 8 working hours at the beginning of every shift. Based on the preventive measures and bd's stringent sampling inspection, bd is certain this is a isolated incident. As this is the first time this lot has been reported, no corrective actions are required at this time. H3 other text : see section h.10.

Event description:
It was reported that a needle connectivity issue occurred during use with a needle 19ga 1-1/2in tw. The following information was provided by the initial reporter, "when attempting to remove solute from a vial of propofol during anesthesia induction, the needle disengaged from the base. Plastic."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle connectivity issue occurred during use with a needle 19ga 1-1/2in tw. The following information was provided by the initial reporter, "when attempting to remove solute from a vial of propofol during anesthesia induction, the needle disengaged from the base. Plastic."